Manufacturer narrative:
A field service engineer (fse) confirmed that the procedure was converted because the surgeon could not close the instrument jaws completely. The fse went onsite and confirmed that it was because a small spring from the clutch button mechanism had become stuck to a magnetic portion of the master tool manipulator (mtm) finger grip and was physically preventing the grip from closing completely. The mtm was replaced to resolve the issue. The system was tested and ready for use. The mtm was returned for failure analysis, and the reported failure (error 23031) was able to be reproduced during calibration. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after start of a surgical procedure led the procedure to be converted. Although there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, one of the grips on the master tool manipulator (mtml) fell off . The procedure was converted to laparoscopic surgery with no reported injury. The reason for converting the procedure to laparoscopic was a small spring from the clutch button mechanism had become stuck to a magnetic portion of the mtm finger grip and was physically preventing the grip from closing completely. Additionally, the troubleshooting was exhausted (i.e. There was no troubleshooting that could be done to revert the surgeon side console (ssc) to an operable state), and based on the logs, the error occurred after following, rendering the ssc unusable after surgery was already in progress. Intuitive surgical, inc. (Isi) made follow up attempt to obtain patient information. However, the coordinator was unable to provide any personal patient information due to hippa regulations.